Manufacturer narrative:
Insulin pump was accidentally cut open before testing could be completed on the device. It was unable to test for the keypad anomaly complaint. However flattened dome switch on the act button was noted. Cracked reservoir tube lip and minor scratches on display window noted.

Event description:
Customer reported the bolus button on the insulin pump does not respond. Customer was transferring the blood glucose reading when he noticed the keypad issue. Blood glucose value is 56 mg/dl. Nothing further reported.